Event description:
It was reported that the lead was difficult to position due and the lead dislodged during the implant attempt. A longer, active fixation lead was chosen instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and analysis results revealed no anomalies found.